Event description:
It was reported that, "dr was explanting the mantis hardware from an l4-s1 case done by another doctor. On the left side there was no l5 screw implanted. On this same side, the s1 mantis screw broke, previous to explant, within the vertebral body, beyond the pedicle (odd). The screw head and half the screw were removed. The rest of the screw was left in the body. The new implants were confirmed to be titanium. A new trajectory was taken with the new screw."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental.